Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on the guide wire. Vascular access was obtained via the inguinal artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous left iliac artery. There were three lesion locations and each lesion was predilated with unknown manufacturer balloons. Following predilation, the 10 x 69 x 75 reduced profile wallstent was deployed and the physician attempted to remove the delivery system from the patient. Attempting to remove the delivery system, it became stuck with the another manufacturer's guide wire. The physician removed the device and the guide wire as a unit. The procedure was completed with another reduced profile wallstent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).